Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens is stuck in the injector. No visible damage to the injector. Also received is the cartridge with no visible damage. Clear surgical residue on both products. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined.

Event description:
The surgeon was advancing the silicone intraocular lens model aq2010v in the injector, and the lens became stuck. No patient injury.